Manufacturer narrative:
A4): patient''s weight unk. D4): device lot number, expiration date unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel perforation, cardiac perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to occlusion. Spectranetics lead locking devices (llds) were inserted into each lead, along with use of suture, to provide traction. Occlusion was noted in the superior vena cava (svc) region, requiring the use of multiple spectranetics devices (12f glidelight laser sheath, 14f glidelight, 16f glidelight, visisheath dilator sheath, 11f tightrail rotating dilator sheath and 13f tightrail) to achieve advancement. All three leads were removed; however, during removal of the ra lead, with the 13f tightrail as the last device in use, the patient''s condition deteriorated. Rescue efforts began, including sternotomy. An svc/ra junction perforation was discovered and repaired. Unfortunately, the patient never left the hospital and died 2 days post-procedure from surgical complications. This report captures the 13f tightrail, the last device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.